Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a transvaginal tape procedure performed on an unknown date. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable. According to the complainant, at follow up appointment, it was found that the patient experienced mesh erosion in the vaginal area. The mesh had to be removed by surgery.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.